Event description:
It was reported that the blade tip of the device broke off. This was seen after the procedure and after the disinfection of the shears. The broken part did not fall into the patient. X-ray confirmed. No patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.